Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found a tear had been generated on the area where the two balloons had been welded. Magnifying inspection of the tear found evidence of elongation. There were no anomalies in the state of welding. The balloons welded segment was cut at the tear and the cut cross-section was inspected under magnification. There were no anomalies in the state of the sheets. The wall thicknesses of the sheets were confirmed to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, the appearance of the involved sample is most consistent with the device being subjected to some pulling and tearing forces which exceeded the product strength on the segment where the small and large balloons had been welded with each other. The labeling does address the potential for such an event in the instructions-for-use with statements such as: (1) "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band deflated on a patient's wrist with 15mls of air. Follow up communication with the user facility confirmed the following information: bleeding was noticed one minute post tr band application; the tr band seemed to be deflated; more air was added; a manual bp cuff was applied to the patient's arm; the tr band was changed out; the patient was returned to ccu; the tr band was removed; the procedure was completed successfully; and other than bruising noted when the tr band was removed, the patient was not harmed.